Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the dose adjustment knob and the dose button had malfunctioned [device malfunction] overdose of insulin [overdose] overdose of insulin led to hypoglycemia and coma [hypoglycaemic coma] case description: this serious spontaneous regulatory authority case received via nmpa (national medical products administration) from china was reported by a health care professional nos as "the dose adjustment knob and the dose button had malfunctioned(device component malfunction)" beginning on (B)(6) 2025, "overdose of insulin(drug overdose)" beginning on (B)(6) 2025, "overdose of insulin led to hypoglycemia and coma(hypoglycemic coma)" beginning on (B)(6) 2025, and concerned a 70 years old female patient who was treated with novopen 4 (insulin delivery device) from (B)(6) 2025 for "diabetes" and insulin (insulin) from (B)(6) 2025 for "diabetes", patient height, weight and body mass index were not reported dosage regimens: novopen 4: (B)(6) 2025 to not reported. Insulin: (B)(6) 2025 to not reported. Current condition: diabetes (type and duration not reported). On an unspecified date, patient came to the hospital to receive a prescription for diabetes medication. When collecting the medicine at the pharmacy, the patient asked to change to a pen type insulin injector (novopen 4). Patient reported that on (B)(6) 2025, when injecting insulin at home, the dose adjustment knob and the dose button had malfunctioned, which caused an overdose of insulin and led to hypoglycemia and coma. Fortunately, the patient's family member found the patient, laid the patient flat, immediately gave the patient candy to take orally, and the patient gradually regained consciousness. Patient's pen type insulin injector was replaced with a new one batch numbers: novopen 4: mug8m11-1 insulin: not reported action taken to novopen 4 was not reported. Action taken to insulin was not reported. Event abated after use stopped or dose reduced for insulin doesn't apply event reappeared after reintroduction of insulin doesn't apply the outcome for the event "the dose adjustment knob and the dose button had malfunctioned(device component malfunction)" was recovered. The outcome for the event "overdose of insulin(drug overdose)" was recovered. The outcome for the event "overdose of insulin led to hypoglycemia and coma(hypoglycemic coma)" was recovered. Reporter's causality (novopen 4) - the dose adjustment knob and the dose button had malfunctioned(device component malfunction) : unknown overdose of insulin(drug overdose) : unknown overdose of insulin led to hypoglycemia and coma(hypoglycemic coma) : unknown company's causality (novopen 4) - the dose adjustment knob and the dose button had malfunctioned(device component malfunction) : possible overdose of insulin(drug overdose) : possible overdose of insulin led to hypoglycemia and coma(hypoglycemic coma) : possible reporter's causality (insulin) - the dose adjustment knob and the dose button had malfunctioned(device component malfunction) : unknown overdose of insulin(drug overdose) : unknown overdose of insulin led to hypoglycemia and coma(hypoglycemic coma) : unknown company's causality (insulin) - the dose adjustment knob and the dose button had malfunctioned(device component malfunction) : possible overdose of insulin(drug overdose) : possible overdose of insulin led to hypoglycemia and coma(hypoglycemic coma) : possible investigation results name: novopen 4, batch number: mug8m11-1 the reported batch number is not valid. No conclusion could be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: insulin, batch number: unknown no investigation was possible, because neither sample nor batch number was available. References included: reference type: e2b authority number reference ID#: (B)(4) reference notes: nmpa (national medical products administration), chn no further information available. Final manufacturer comment: (B)(6) 2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. The reported batch number is not valid. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Considering that patient recovered after oral candy and replaced the pen-type insulin injector, the causal relationship with novopen 4 ca not be denied. H3 continued: evaluation summary name: novopen 4, batch number: mug8m11-1 the reported batch number is not valid. No conclusion could be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.